Manufacturer narrative:
The field service engineer (fse) disassembled, inspected, and cleaned the wash wheel due to reaction vessel dust and dried wash buffer in the wheel and trough. The fse completed subsequent system check and noted the instrument was in specification for all portions. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. A definitive root cause is unknown.

Event description:
The customer reported out of range controls for multiple assays and three wash-collar vacuum errors involving the unicel dxi 800 access immunoassay system. The customer was advised to replace the duckbill and a1 probe then prime and perform system check. The customer noted system check failed with elevated unwashed and washed coefficient of variation (%cv) portions. The customer then replaced the peristaltic pump tubing. The customer was uncertain if patient results were impacted. There has been no report of patient injury or change in patient treatment associated with this event. Beckman coulter advised the customer to retest patient samples back to the last acceptable quality control to ensure accuracy of results. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.